Event description:
It wa reported that the patients ipg was moving up and was sticking out. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients ipg was moving up and was sticking out. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.